Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device was set up in the incorrect language. Without voice prompts in the correct language, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device was set up in the incorrect language. Without voice prompts in the correct language, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
The product was not returned for investigation, therefore a conclusive root cause could not be determined. If the device is returned to the manufacturer, the investigation will be reopened.